Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. A day after the onset, the patient was treated with fortum (1 gram, once a day, route was not reported) and vancomycin (2 grams, once a week and route was not reported) for peritonitis. Two days after the onset, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.